Event description:
It was reported prior to implant, the helix would suddenly extend and retracted during a functionality test. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a helix anomaly was confirmed in the laboratory. Helix extension and retraction was slightly jumpy due to an offset helix.